Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed with good parameters using the delivery catheter and competitor guidewire. After cutting the catheter sheath, it was found that the lv lead dislodged. The lv lead was removed and was ready to be placed again. During the re-placement process, it was found that the competitor guidewire was stuck in the lv lead. The surgeon tried many methods but failed to remove the guidewire. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.